Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced for unknown reasons. No patient complications have been reported as a result of this event. On (B)(6) 2018 follow up indicated the right atrial (ra) lead dislodged.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut and observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the helix extended. There are cuts in the outer insulation with minimal blood ingression at 15.2 cm and 15.6 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced for unknown reasons. No patient complications have been r reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.